Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a pt underwent an abdominoplasty procedure on (B)(6) 2009 and a drain was placed. The drain was removed without resistance on (B)(6) 2010. A CT scan was performed on (B)(6) 2010, 14 months later, because the pt was experiencing hematuria. A retained piece of the drain tubing was found on the CT scan located in the pt's abdomen. The fragment was removed under general anesthesia, conducted as a day procedure. The pt is back to work with no obvious long term injury.